Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient needed revision surgery.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: patient had complained of anterior hip pain. Probable root cause: design. Wrong raw material or manufacturing agent selected. In-process cleaning not effective at removing manufacturing residuals. Not enough strict controls placed on raw material source and purity. Process: contamination during process. In-process cleaning not performed to spec. Application: contamination of devices. The device manufacture date is not known.

Event description:
It was reported that the patient needed revision surgery.